Event description:
It was reported to boston scientific corporation that a resolution clip was used during colonoscopy procedure within the colon performed on (B)(6), 2012. According to the complainant, during the procedure, the clip successfully deployed however, they had difficulty getting the clip to release from the catheter. Reportedly, the physician passed a wire back down the sheath to manually disengage the clip. The clip separated and remained on the tissue. The procedure was completed with this device. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during colonoscopy procedure within the colon performed on (B)(6), 2012.according to the complainant, during the procedure, the clip successfully deployed however, they had difficulty getting the clip to release from the catheter. Reportedly, the physician passed a wire back down the sheath to manually disengage the clip. The clip separated and remained on the tissue. The procedure was completed with this device.no patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire. The sheath grip was detached from the over sheath and not returned with the device. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has been received however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.